Manufacturer narrative:
The hospital biomed troubleshot the issue with ge healthcare technical support. The hospital biomed replaced the adjustable pressure limit valve.

Event description:
The hospital reported that, at the end of a case, the adjustable pressure limit valve would not relieve pressure as expected. There was no reported patient injury.